Event description:
On (B)(6) 2010, blood drawn for sodium and potassium at 1307. Potassium reported out by lab as 2.8. Pt treated with IV potassium normal range for this institution is 3.4-4.8 mmol/l. On (B)(6) 2010, pathologist noted 2.8 value on exception log. Blood sample re-run and corrected report sent out as 3.2 at 1348 on (B)(6) 2010.